Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation.the service department of olympus trading (B)(4) limited (oth) evaluated the device and confirmed that the reported phenomenon was reproduced.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image of the device was not displayed when an olympus camera head was connected. The intended procedure for hysteroscopy was cancelled. There was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The device was returned to an olympus service center for evaluation and the customer's complaint was confirmed. The issue was found to be caused by a failure of the ex board. The device was subsequently repaired. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the probable cause of the failure of the ex board includes: the amount of use and age of the device (over 4 years) likely led to a failed ex board and degradation of the parts on the circuit board. Also, if strong force was applied by the user to connect the video connector, this could have caused the failure. The ex board transmits the image signal from the endoscope to the video processor, therefore the failure of the ex board caused disconnection, resulting in no image. This issue is addressed in the instructions for use (IFU): "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.".